Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results indicate patient factors such as (hyperlipidemia and diabetes mellitus type 2) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 7 years, 3 months, and 8 days post transfemoral tavr with a 26mm sapien 3 valve, the valve failed due to calcification on all three leaflets and stenosis. The patient presented with nyha 3 and dyspnea on exertion. The ejection fraction is 55-60 percent, severe aortic stenosis with ava 0.45 cm2, mg 44, pg 71, and di 0.19. The patient is on ac and is being worked up for a possible valve in valve tavr. Medical records were reviewed and the patient presented with acute on chronic nyha 3 heart failure symptoms including dyspnea on exertion, progressive fatigue, generalized weakness, and fall. The tte results confirmed normal systolic function with an ef of 55-60%, individual aortic valve leaflets were not clearly visualized but calcified. Additionally, there was severe aortic valve stenosis with a peak gradient/mean gradient 71/44 mmhg respectively with trace aortic regurgitation. When compared to the prior echo results, the bioprosthetic valve gradients are now noted to be in severe stenosis range.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information provided. Sections b2, b5, d6b, g6, h1, h2, h6, and h11 have all been updated.

Event description:
Additional information was received, the patient went in for surgical explant of the 26mm sapien 3 valve, surgical explant was opted for due to stovepipe anatomy on computed tomography (CT) with concerns for sinus sequestration and coronary occlusion if they were to proceed with thv in thv. The patient did not tolerate the procedure well. The patient's chest remained open due to bleeding and died a few days later of cardiogenic shock.